Manufacturer narrative:
The device has not yet been returned to the manufacturer, so a proper evaluation of the cause of the reported "motor stalled" error has not yet been possible. Moog will update this report with new information as it becomes available. Device not returned to manufacturer.

Event description:
Customer stated in medwatch mandatory report # (B)(4): "pcea pump beeping "motor stalled" stopped pump and restarted; failed to resolve problem. Confirmed all cords and connections were intact." (B)(4).